Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a hole in the catheter was inconclusive due to the sample condition. One extension leg with a blue luer adaptor from a hickman type catheter was returned for investigation. The extension leg extended 2.8cm from the distal end of the clamping oversleeve. The remainder of the catheter was not returned for investigation. The printing on the extension leg was worn outside the ¿clamp here¿ region. The clamp was positioned over the ¿clamp here¿ region. Debris was observed in the crevices of the clamp. Impressions from clamping were observed in the ¿clamp here¿ region. Due to the evidence of use, the reported damage most likely occurred during use of the device; however, the reported hole in the external leg was not observed on the returned catheter segment. A functional test revealed that the extension leg segment was patent to infusion, but no leaks were observed in the catheter. Since the entire catheter was not returned for investigation and since the reported damage could not be replicated, the complaint is inconclusive. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that a hole was noticed in the external leg. The catheter was removed and replaced. No other information is available. There was no patient injury reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that a hole was noticed in the external leg. The catheter was removed and replaced. No other information is available. There was no patient injury reported.